Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgeries on (B)(6) 2019. It was reported that the patient experienced abdominal pain and bulging. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019 (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
Date sent to the FDA: 10/31/2022. Additional information: a2 date sent to the FDA: 10/31/2022.